Event description:
The surgeon reported that on 3/24/1998, the pt was treated for critical ischemia in her leg. A femoro-popliteal bypass procedure was performed utilizing the biograft. After making the distal anastomosis, the biograft was tunneled. At that point the graft suture line became loosened from the artery. The surgeon replaced the biograft with another prosthesis. The surgeon reported that the pt is currently doing well.